Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number was not provided.

Event description:
According to the information received, a 26 mm amplatzer septal occluder (aso) was successfully deployed on the first attempt and the push-pull maneuver was performed. The delivery cable and device at that time were securely attached to each other as evidenced by fluoroscopy. During intracardiac echocardiogram interrogation immediately following the push-pull maneuver, a run of pvc's was noted and the aso was found to have prematurely released from the delivery cable. The aso was attempted to be percutaneously removed; however, the patient eventually was sent to surgery for surgical removal of the aso.